Manufacturer narrative:
The complaint regarding the priming failure was received on (B)(6) 2015 by an employee of the manufacturer. The reported failure could only occur if the product was used. On april 24, 2015 the manufacturer received the device from the customer. The device had not been used as it was still sealed in its packaging. The packaging was cracked eliminating the sterile barrier. The device package was received outside of the protective foam insert and chipboard box. The evaluator could not determine fo the damage occurred during the return shipment due to lack of protection. Wear to the external packaging suggests that the unit was handled outside of the protective packaging significantly more than normal use scenarios. Testing of the packaging found that this type of damage may occur if the package received a extremely hard impact. Testing of the device found that it functioned within factory specifications.

Event description:
The customer reported that the device had failed to prime and another kit was used to perform and complete the procedure. Reportability evaluation of the reported failure found the incident to be non-reportable. On (B)(6) 2015 the microtip, that was reported as failing, was returned to the manufacturer. The microtip is a sterile medical device. The device was returned in its packaging (thermoform tray) and had never been removed or used as the tyvek seal remained intact. The package was received outside of the protective foam insert and chipboard box, the it is shipped in to the customer. Evaluation of the tray found that it was cracked open. This MDR report is being submitted for the cracked tray.